Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that halfway through a therapeutic transcervical resection in saline procedure under general anesthesia, while the user was doing a resection of the submucosal uterine fibroids, the loop detached from the alignment and was found in the uterine cavity. The loop was retrieved completely and successfully through an operative hysteroscope under x-ray guidance using grasping forceps. The patient underwent an unplanned x-ray imaging without contrast dye. The procedure was prolonged more than 30 minutes due to the issue; however, it was completed promptly, efficiently, and successfully after the incident. The patient remained stable intraoperatively and postoperatively on the day of the surgical procedure and was discharged the same day. There were no reports of further patient harm.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.